Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received minimum fill notifications. Customer would reload the cartridge to resolve the issue. In addition, it was reported that an unspecified bolus delivery issue occurred. The customer blood glucose level ranged from 250-300 mg/dl. Tandem technical support reviewed the pump history and could not identify the root cause. Ultimately, the customer reported that the issue resolved on its own. No additional information was provided.